Manufacturer narrative:
Corrected data: b5. A medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation and repositioning. Reportedly, "spontaneously rotated, was repositioned, and rotated again in (B)(6) 2023, (B)(6) 2023, and (B)(6) 2025". Lens remains implanted. (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation and repositioning. Reportedly, "spontaneously rotated, was repositioned, and rotated again in (B)(6) 2023, and (B)(6) 2025". Lens remains implanted.